Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's therapy stopped working and it was not related to positional movement. This issue began about a month prior to the report. They went to their healthcare professional (hcp) for reprogramming with a nurse and was told that one of the electrodes wasn't connected. They switched from program 1 to program 2, but that didn't help so they switched to program 3, which worked. The patient did not intend to follow-up with a hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were having leakage at night that was not related to positional movement and was not quite making it in time. The patient noted that they weren't quite sure how to use the patient programmer (pp) but did not want to make changes at the time of report. The patient reported that they had changed their fluid intake and had recently started drinking a glass of wine right before they went to bed. The patient was advised to follow up with a healthcare professional (hcp) and the patient noted that they would stop drinking the wine and would track their results to decide if an adjustment is needed. The patient also noted that the loss of therapy from before was resolved due to programming until their most recent report of a loss of therapy. It was indicated that the patient was not sure if they would follow up with their hcp. No further complications were reported or were expected.